Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide the customer must properly cycle the cartridge. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer is not properly cycling the cartridge and wearing the pump supplies for 4 days. Tandem clinical support informed customer that not cycling the cartridge properly, and wearing the pump supplies for 4 days, is off label per the user guide. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.